Event description:
A customer contacted beckman coulter inc., (bec) to report that they noticed a drop of clear liquid on the tube stopper. The operator was wearing personal protective equipment (ppe) consisting of gloves and a gown. There was no exposure to open wounds or mucous membranes. There were no patients' results affected by the probe drop; the customer stated controls all ran fine. No death or injury is associated with this event.

Manufacturer narrative:
Per the act diff 2 operator's guide, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Customer technical support (cts) stated the customer cleaned the probe block wipe with bleach and also had the operator pull high vacuum to release any possible fibrin mesh or clot. The customer stated there were no longer drops on the tube stopper, and the issue was resolved. Field service was not dispatched to site for this event. Cause of this event is unknown; however, leak was resolved by troubleshooting performed by the customer. (B)(4).